Manufacturer narrative:
Investigation summary: it has been received 1 used sample of 50ll lot 2003287 and 2 pictures for investigation. Upon visual inspection of the used sample and 2 pictures received, it can be observed the syringe barrel is damaged, it is dented at 30ml mark of the scale. This damage is the cause of the leakage since when plunger is moved at this point stopper results distorted against barrel walls and drug pass the stopper. The damage has been caused because syringe resulted jammed in the wheels of assembly machine during manufacturing process since mark of assembly wheel can be observed on the barrel after it was printed. DHR of lot 2003287 has been reviewed not finding any annotation or deviation regarding the alleged defect. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, according to sample and pictures received, we can confirm that the root cause of the non-conformance is related with barrel jammed during assembly process. CAPA was initiated in february 2020 for reduction of jammed barrels in this assembly machine and it was completed as effective on january 2021. Lot 2003287 was manufactured in march 2020. No complaints have been received for this defect after this CAPA was closed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that medication leaked from a crack in the bd plastipak¿ concentric luer lock syringe barrel before use. The following information was provided by the initial reporter: "the incident occurred when preparing medicin in the syringe. The nurse observed medication dripping from the syringe and discovered a crack in the syringe barrel. The syringe was not used for patients. No damage to the packaging."